Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized approximately eighteen days prior to death. Treatment during hospitalization was unknown. It was unknown if peritoneal dialysis (pd) therapy was ongoing prior to or up to the time of death. It was unknown if pd therapy with a homechoice (hc) device was being performed at the time of death. The cause of death was unknown and it was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.